Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information; however, no further information was known or received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140139. It was reported to abbott, patient underwent an emergent lead revision. Both 3186 leads were explanted and replaced with a 3228 paddle. The existing ipg was kept. The neurosurgeon felt the patient needed a paddle lead. The neurosurgeon did a lumbar decompression and fusion at the same time. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient underwent an emergent lead revision wherein the percutaneous leads were explanted and replaced with a single paddle lead. During procedure the physician also performed a lumbar compression and fusion. Additional information regarding why the lead revision took place was not known or provided. Effective therapy was restored.